Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are difficult to insert in the applier and they fall easily. The clips were also crossing during application and not grabbing the vessel effectively but moving.